Manufacturer narrative:
Adverse event or product problem: unchecked "product problem'. Hvad pump hw23120 was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw23120; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Lvad remains implanted.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2017 had a major infection of the pump pocket and line sepsis infection with endocarditis, which was bacterial in nature. It was stated that the patient had severe diarrhea for 15 days, with no evidence of (c. Diff). Patient was stated to have received intravenous (IV) drug therapy. Patient was stated to have been discharged on (B)(6) 2017. No additional information available.